Event description:
Tip of the cannulated awl (B) (4) broke when surgeon used it to push into the pt's vertebral with hand. The cannulated t-handle ratchet broke into pieces when surgeon used it with the cannulated tap.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.